Manufacturer narrative:
Investigation conclusion: a review of the DHR did not find any issues relating to the reported problem. Root cause: unable to determine. Source: phone.

Event description:
Discordant received during verification study. The sofia sars result was negative twice for the same patient sample and positive on pcr when collected concurrently. Additional reports will be filed for the other discordant results received during the study. Symptomatic patients were selected as part of the study, but not limited based on start of onset of symptoms.